Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of the evolutfx-26 valve, a pre-implant balloon dilation with an 18x40 non-medtronic (atlas) balloon was performed. Following the valve implant and during closure of the vascular access, a possible occlusion or dissection in the right common femoral artery was identified. Angioplasty with a peripheral balloon was performed, and a coated stent was implanted in the right common femoral artery. An echocardiogram was performed and showed a mean gradient of 3 mmhg. During orotracheal extubation, the patient experienced electrical activity without a pulse. Cardiopulmonary resuscitation was performed but was unsuccessful and the patient subsequently died. The heart rhythm activity was recorded on the monitor before, during, and after the event without showing a complete heart block. Laboratory tests showed no changes, and the patient had normal parameters for extubation, including normal blood pressure and heart rate, and was awake and communicating. The probable diagnosis was pulmonary embolism, although this was unconfirmed. Additional information was received to report vascular access for delivery catheter system (dcs) insertion was achieved at the right common femoral artery which had a minimum diameter of 6mm. Per the physician, the non-medtronic (perclose) vascular closure system was the cause of the occlusion and/or dissection at the access site; the dcs did not contribute to the access site injury. Additionally, the physician indicated there was no anomalous patient anatomy that contributed to the injury at the access site. The physician also reported neither the medtronic valve nor the dcs contributed to the patient's death.

Event description:
It was reported that during the procedure involving the implant of the evolutfx-26 valve, a pre-implant balloon dilation with an 18x40 non-medtronic balloon was performed. Following the valve implant and during closure of the vascular access, a possible occlusion or dissection in the right common femoral artery was identified. Angioplasty with a peripheral balloon was performed, and a coated stent was implanted in the right common femoral artery. An echocardiogram was performed and showed a mean gradient of 3 mmhg. During orotracheal extubation, the patient experienced electrical activity without a pulse. Cardiopulmonary resuscitation was performed but was unsuccessful and the patient subsequently died. The heart rhythm activity was recorded on the monitor before, during, and after the event without showing a complete heart block. Laboratory tests showed no changes, and the patient had normal parameters for extubation, including normal blood pressure and heart rate, and was awake and communicating. The probable diagnosis was pulmonary embolism, although this was unconfirmed.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012405245); product type: 0195-heart valves; implant date: non-implantable device. Product ID: evolutfx-26 ((B)(6); product type: 0195-heart valves; implant date (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.